Manufacturer narrative:
THE DEVICE EVALUATION IS ONGOING. SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
THE CUSTOMER REPORTED A NOISY IMAGE DISPLAYED DURING SETUP INVOLVING THE OLYMPUS GASTROINTESTINAL VIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to Olympus for inspection and the reported failure was confirmed.A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to corrosion on the scope connector due to component failure. Olympus will continue to monitor field performance for this device.